Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Event description:
Cryoablation procedure was performed approximately six months ago. At a follow-up visit, it was determined that a pulmonary vein stenosis had occurred in the left inferior pulmonary vein. The initial vein size was recorded at 15 mm and now presented at 5 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.